Manufacturer narrative:
The returned device was evaluated and the investigation found low voltage as well as signs of corrosion on the middle battery. It is unclear when the battery lost its charge as the pulse width drop, present in the data, is consistent with a switch from bolus to basal delivery. It can not be determined if the voltage drop affected the pod¿s ability to deliver insulin and the reported high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours on the arm. Manual insulin injections were administered to treat the hyperglycemia.